Event description:
Name of procedure: cholecystectomy. Event description: clip ca500 that only worked one time out of three: no clips came out of the ca500. Intervention: used other ca500. Patient status: no patient injury or illness reported.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.